Event description:
As reported by the user facility: rn noticed that there was significant air accumulation in multiple spots under the pump extending distally towards patient. This primary line had been infusing for 6 hours without a single air in line alarm and no secondary meds attached during this time.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved and/or logs were not provided for evaluation. The reported defect was not confirmed. All information concerning this reported incident has been included in our trend analysis of the product line.